Event description:
It was reported this balloon ruptured following the first inflation well beyond rated burst pressure, during an arteriovenous graft declot procedure of a perviously deployed stent that restenosed. It was noted under fluoroscopy the balloon material had detached and remained in the patient. Successful percutaneous retrieval of the balloon material with a snare followed. Another balloon catheter was used to successfully complete the procedure. The patient's condition is good. This device has been destroyed by the user facility. Therefore, no failure analysis is available. As a lot number for this device was not provided, a device history search could not be performed. Company's follow up indicated this device was inflated well beyound its rated burst pressure and used in a non-indicated procedure. Company believes these factors contributed to this event and do not attribute it to the device. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion.